Event description:
A report was received that the patient will undergo a revision due to ipg migration and pain felt at the pocket site whether the device was on or off.

Event description:
A report was received that the patient will undergo a revision due to ipg migration and pain felt at the pocket site whether the device was on or off.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2013. Additional information was received that the patient only had a pocket revision and did not undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent pocket and lead revision. Reason for lead revision was unknown. The physician confirmed that the ipg had migrated when he opened up and visualized the pocket site. The patient was no longer having pain on the pocket site. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4)/443643, description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision due to ipg migration and pain felt at the pocket site whether the device was on or off.